Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with false pause episodes from their implantable cardiac monitor. Sensitivity changes could not be made due to the settings already being maxed out. Patient condition after the event was stable.